Event description:
It was reported that the patient presented to the hospital exhibiting redness over the pocket area and complained of pain. The physician suspected an allergic reaction to the titanium. The device was explanted and replaced with a special coated pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.